Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations, and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 19, 2019. The investigation verified that incorrect product was shipped. It was determined that there is a defined location in the distribution center that includes product on pallets on the floor and the indicated product most likely got intermingled with an incorrect item during picking. There was a failure in procedure execution as the picker did not pick the correct item and the packer nor shipper noted the error during their verification. Based on the information provided for this complaint and a related complaint, this complaint provided too many east oriented products. The root cause was the distribution center mixed east and west configured products when receiving and picking orders. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during out of box, they've received a total of 96ea, 36ea more than what was announced which is 60ea. No patient involvement.